Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to power on, and the review module indicator was blinking. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the host pc could not be turned on normally, it could be powered on by pressing the power button manually. It confirmed that the bios battery was defective. To resolve the issue, fse replaced the bios battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot-up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.